Event description:
The trocar has a rubber ring in the cannula portion to prevent co2 from escaping. The trocar does not prevent this. Also when the surgeon inserts any laporoscopic instrument and retracts it, the reducer cap pulls off, delaying surgery.